Event description:
Adc received a social media complaint that reported a high reading issue was reported with the adc device. A healthcare professional reported an unspecified high scan was received on the sensor when compared to a healthcare professional meter result. It was further reported that the customer felt hyperglycemia symptoms and lost consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 27 mmol/l, diagnosed the customer with diabetic ketoacidosis, and administered insulin (type/dose unknown) as a treatment. No further information was reported. The customer did not provide readings from the time of the event, although high sensor readings were reported, it is unknown if the sensor indicated hyperglycemia at the time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a social media complaint that reported a high reading issue was reported with the adc device. A healthcare professional reported an unspecified high scan was received on the sensor when compared to a healthcare professional meter result. It was further reported that the customer felt hyperglycemia symptoms and lost consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 27 mmol/l, diagnosed the customer with diabetic ketoacidosis, and administered insulin (type/dose unknown) as a treatment. No further information was reported. The customer did not provide readings from the time of the event, although high sensor readings were reported, it is unknown if the sensor indicated hyperglycemia at the time of the event. There was no report of death or permanent injury associated with this event.